Manufacturer narrative:
Previous medwatch submission noted rupture. Healthcare professional reported that device was found intact upon explant. Hence rupture is being unreported. Additional, changed, and/or corrected data: b5, d1, d2a, d2b, d3, d4, d6b, g4, h1, h4, h6.

Event description:
Previous medwatch submission noted rupture. Healthcare professional reported that device was found intact upon explant.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. The device remains implanted.